Manufacturer narrative:
Analysis was performed on the returned device. The reported foot separation was confirmed. The reported ¿doctor felt a give after depressing the plunger¿ and ¿the entire device was pulled out of the arteriotomy¿ could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The patient effects of tissue injury and thrombosis are listed in the proglide instructions for use (IFU), potential adverse events, section 9.0 as potential adverse events associated with use of the suture mediated closure devices. Based on the reported information and the observations from the returned device analysis, the investigation determined that the reported issue appears to be related to circumstances of the procedure. The returned device analysis indicated the posterior needle tip likely struck the posterior foot due to a needle deflection and contributed to the reported foot separation. The reported ¿the doctor felt an abnormal ¿give¿ after depressing the plunger¿, was likely what the doctor experienced as the foot separated. Separation of the foot would subsequently contribute to the reported ¿the entire device was pulled out of the arteriotomy¿ as the foot would no longer be in place to anchor the device to the vessel wall. Since the device was pulled out with the plunger/needles and foot in the deployed position, this likely contributed to the reported tissue injury. The reported patient effects of tissue injury and thrombosis are known inherent risks of the procedure. The subsequent treatment appears to be related to procedure circumstance. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4 - lot # updated from 4041741 to 4050141.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted with 2 proglide devices using a small-bore sheath after an interventional biopsy procedure. Reportedly, with the first device, the doctor felt an abnormal ¿give¿ after depressing the plunger. Prior to removing the plunger or closing the lever/ foot, the entire device, including the knot in the pre-deployed position, came out of the patient anatomy as backward tension was being applied to the proglide. A second device was attempted, however, a cuff miss [suture retrieval issue] was noted after the plunger was removed. A non-abbott device was placed but also failed to achieve hemostasis. It is believed that the exposed needles caused a laceration of the artery, creating a larger hole; therefore, a retrograde femoral puncture was performed on the left leg to conduct an angiogram of the right leg. It was found that the sfa to distal popliteal was thrombosed. A surgical cutdown was performed on the right side at the femoral artery to perform an embolectomy. Two separated footplates from the first proglide device were found outside and near the artery, as well as in the clot retrieved from the embolectomy. All device components are believed to have been removed from the patient anatomy. During the surgery, a surgical patch was used to repair the artery, and hemostasis was achieved. A clinically significant delay was reported. No additional information was provided.